Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not rewinding properly. The customer¿s blood glucose was 120 mg/dl and 130 mg/dl. Customer states that the insulin pump was needing to be reset by removing the battery every time the customer had to rewind the insulin pump. The device will not be returned for analysis.